Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 0.106 ng/ml and was reported outside of the laboratory. The patient went to the emergency department. The result from a new sample was 0.019 ng/ml. The original sample was repeated on (B)(6) 2018 and the result was 0.021 ng/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.